Event description:
Medtronic rec'd the following journal article, which is summarized as follows: "type b aortic dissections: treating the many to benefit the few?" (J. Endovasc. Ther. 2009; 16 (suppl. I): 180-190). This journal article reported 54 pts with acute and chronic type b thoracic aortic dissections who underwent thoracic endovascular aneurysm repair (tevar) using a total of 76 devices, including talent (n=11) and devices from 2 other manufacturers. The article reported 2 cardiac complications, 3 pulmonary complications, 2 retrograde dissections, 1 acute renal failure, 1 subclavian steal syndrome, and 1 infrarenal rupture in the 30-day perioperative period. Seven pts required add'l reinterventions. A total of 10 pts expired, specifically with 6 pts expiring within the 30-day period, all acute cases, and 4 pts expiring after the 30-day period. Multiorgan failure was the leading cause of death and observed in 4 cases. A pt died, 2 days after a subtotal colectomy was performed for post-tevar colon ischemia and multiorgan failure. A pt with a clinically asymptomatic abdomen, but occlusion of the celiac trunk and superior mesenteric artery developed severe colon ischemia and died. Regarding deaths after the 30-day period, the article reported that 1 pt died from infrarenal false lumen rupture, after presenting with a post-operative type ii endoleak and a late proximal type I endoleak. A pt with aortobronchial fistula, was treated by transfemoral coil embolization of the false lumen and died 2 weeks later due to another massive hemorrhage. One pt sustained rupture from the false lumen with aortobronchial fistula at 18 months. One pt suffered from infrarenal aortic rupture. It is unk which MFR's device contributed to which event.

Manufacturer narrative:
Conclusion: (identity of which device with which specific pt outcome were not provided). (Intervention required; multiorgan failure, cardiac complications; pulmonary complications). The physician was contacted and required to provide specific info related to each event, such as the lot number, implant date, intervention, and pt outcome. At this time, no further info has been provided. The info reported in the article regarding these pts cannot be matched to any previously reported mdrs from medtronic.